Event description:
This procedure was performed in (B)(6): while angioplasting a distal sfa stenosis which was calcified, the evercross balloon ruptured. It was not possible to remove the ruptured balloon through the 6f sheath. Hence the patient was taken to operating room following a rt cfa arteriotomy the ruptured scrunched up balloon was removed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.